Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue; cracked battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed information recorded (B)(4) 2022 and (B)(4) 2007. There was no evidence of short battery life observed in the black box records. On examination, the battery compartment was noted to be cracked from the compartment threads to the case seal; the battery cap was not able to be secured properly to the pump. On investigation, electrical current draws were found to be within specifications. A battery life issue was not duplicated during the investigation. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.